Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that there was t-wave oversensing noted on the remote monitor. Reprogramming was completed. The device remains in use. No patient complications were reported as a result of this event.